Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited long false episodes due to undersensing. Upon review, the pause was determined not to be physiological. The device was reprogrammed and the issue has been resolved.